Manufacturer narrative:
Corrosion damage was noted within the internal components of the device. During performance testing the repair floor also reported that the device continued to run on its own when the trigger was released.

Event description:
It was reported that the micro sagittal saw overheated during a procedure. There were no pt or user injuries, and no adverse consequences.